Event description:
Right knee effusion, knee swelling, right knee pain, synovial aspirate increased (white blood cells), knee warmth, knee erythema. Information was received on 06-feb-2003, 01 and 14-jul-2003 from an orthopedic physician and primary care physician regarding a patient, who has a five year history of severe osteoarthritis of the right knee that has been treated with nsaids, steroids and prior synvisc treatment (2002). The osteoarthritis is post-traumatic in etiology after the patient had an anterior cruciate ligament reconstruction and a medial menisectomy. The patient has had varus knee with medical compartment and patella femoral arthrosis. X-ray of the right knee is consistent with grade IV findings with joint narrowing an d osteophytes. The patient also has a history of knee effusion. The patient was first seen by the orthopedic physician in 2000. At that time, the patient was placed on vioxx (dose regimen unknown) and an anti-inflammatory medication and did extremely well. The patient would also occasionally take celebrex (dose regimen unknown) and alternate between these. The physician reported that the patient did well until 2002 when patient had a recurrence of their pain and underwent their first course of synvisc. After about two months, the patient seemed to respond and did extremely well for 6-7 months. In 2003, the patient presented with the beginnings of recurrence of pain in their knee and requested a repeat of the synvisc injections. The patient received three injections of synvisc to the right knee in 2003. Days later, the patient experienced knee pain, knee swelling, knee effusion, knee heat and knee erythema. Prior to the second injection, a joint aspiration was performed to rule out infection and 75cc of clear, yellow joint fluid was aspirated. After the second injection, the patient experienced a more intense reaction of swelling and tenderness. Before the third injection, approximately 100cc of cloudy, yellow joint fluid was aspirated. The results showed a white blood cell count of 47,250 / mm^3 with 75% neutrophils, 15% eosinophils and 10% lymphocytes. The gram stain showed many pmn's, but no organisms. The culture showed no growth. 7 days later, the patient returned with an effusion and had 75cc of less cloudy looking fluid aspirated. The physician elected to wait on the third injection to let the patient's knee settle down. After the third injection, the following month, the patient had 90cc of cloudy, yellow joint fluid aspirated. One day later, the patient returned with an effusion and had 50cc of yellow, cloudy fluid aspirated. The following month, the patient returned to their physician still having pain in their knee. The patient had been taking vioxx (dose regimen unknown) without any significant improvement. At that time, the physician gave the patient an intra-articular injection with 8cc of narcaine and 80mg of depo-medrol. The following month, the patient returned feeling they had improved to the point they were prior to beginning their second course of synvisc injections. The following month, the patient had started to respond to the synvisc and had significant improvement. The physician reported the events as causally related to the disease process and the synvisc injections.